Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 7 months. The patient's physician states that a coring needle was used in the operating room and "the tubing inside the pump is leaking". No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.